Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered back up ventilation mode. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes. The fse replaced the pneumatic interface (pi) printed circuit board assembly (pcba) and the exhalation valve assembly (eva). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One pi pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. With the eva not being returned, the investigation determines a possibility that the reported event was likely due to potential fault in the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered back up ventilation mode. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes. The fse replaced the pneumatic interface (pi) printed circuit board assembly (pcba) and the exhalation valve assembly (eva). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. One pi pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. One eva was returned to medtronic for failure investigation. Visual inspection showed no anomalies. The returned eva was installed in the test ventilator and found the unit failed exhalation valve calibration with "expiratory autozero failure" message. Further inspection on the eva found that the flex circuit was wrapped around the eva poppet. The cause of the event was isolated to a faulty eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered back up ventilation mode. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and found relevant diagnostic codes. The fse replaced the pneumatic interface printed circuit board and the exhalation valve. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The likely cause of the observed conditions was determined to be the pneumatic interface printed circuit board and the exhalation valve. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It as reported that, while in use on a patient, this 980 ventilator entered back up ventilation mode. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.